Event description:
Explanting physician reported rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Continued from phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Surgeon reported rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.